Event description:
Patient walked in the rowalker successfully. He was tired at the end of the walk and was sitting and resting on the seat. The therapist had him "parked" close to his destination (recliner in room). As patient was sitting on the seat of the rowalker, a loud noise was heard and one of his hips dropped lower than the other. Therapist and the nurse had patient return to standing. They lifted the seat flaps and initially thought that one of these had broken. The patient was able to step over to the recliner with the assist of 2 people and sat down in the recliner. Therapist realized that the vertical portion of the walker was no longer attached to the base on one side, and she removed the walker from service.

Manufacturer narrative:
This follow up correction is being issued because the initial report was incorrectly submitted under exemption #e2015025, which was revoked effective june 30, 2019. The request for correction was made by (B)(6), MDR program expert at FDA.

Manufacturer narrative:
(B)(4), the importer, notified the manufacturer, handicare (B)(4), of the incident on 30oct2020. This unit was returned to (B)(4) on 12nov2020 and has not yet been returned to handicare ab. A follow-up report will be submitted with the findings of the investigation.

Event description:
Patient walked in the rowalker successfully. He was tired at the end of the walk and was sitting and resting on the seat. The therapist had him "parked" close to his destination (recliner in room). As patient was sitting on the seat of the rowalker, a loud noise was heard and one of his hips dropped lower than the other. Therapist and the nurse had patient return to standing. They lifted the seat flaps and initially thought that one of these had broken. The patient was able to step over to the recliner with the assist of 2 people and sat down in the recliner. Therapist realized that the vertical portion of the walker was no longer attached to the base on one side, and she removed the walker from service.